Event description:
Patient's family member called to report that patient woke up with blood glucose in the 400s and no 'no prime' on the screen but no warning beeps. Patient replaced the batteries and the screen was blank and there was still no sound.